Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the shocking kind of takes place every day. Shocks are daily in the implant area. The issue is not resolved.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they spoke to the patient and addressed their issues. They also updated the provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient seems to be having problems at the implant. Since they started having these problems they are getting an electronic impulse like and inch away from the implant site. They didn't think that was something that should be happening like that. They were receiving therapy for a spinal fusion of l2, l3, l5. Massage was done in that area for 23 or 25 treatments. They brought this to the attention of the therapists at treatment 22. All of a sudden they just stopped the tens unit for session 24 and 25. They have been out of therapy for a week. Patient was having this issue prior to the therapy and it could have been prior to the implant surgery. The therapy worked miracles at first. In the middle of december they think they started getting leakage. They are having leakage maybe anywhere from 1 to 4 times a day. They can't stop in mid stream like he used to. One time they ran out of their medication; they were having leakage at that time and had it ever since. They have ch anged the stimulation a couple of times and it seems to still be the same. When they stand up they get the urge and they can get a lot further towards the bathroom than they used to, but now they can't get it out and get ready to go. The issue of shocking started probably about a month to 4 -5 weeks ago. They said that they didn't pay much attention to it. It could have been prior to having the surgery. It is the same feeling as they would get when they were going through the step by step. It isn't anywhere in the groin or in the buttocks, it is where they would feel it when going through it was electrifying different areas. Patient has not had any falls or accidents. Only had physical therapy where they used tens unit and massage in the general area of the stimulator. Was having problem before physical therapy started. Not so much the shocking but it was the leakage. The patient was redirected to their healthcare provider to further address the issue. Patient has an hcp appointment on (B)(6) 2023. Patient is going to leave therapy on.